Manufacturer narrative:
Tracking #.48488. D5,6; h4: info not available. Based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to what may have caused the reported incident "the clip misdelivered (crossed)" during surgery. The applier was rec'd in good physical condition, with no anomalies observed. The applier was examined and was found to be functional. The applier was cycled, fed, and properly formed the remaining 15 clips within design spec and without incident. It was concluded that the applier was conforming to design specs.

Event description:
It was reported the mcs20 was used during a varix procedure. It was reported by the affiliate the clip misdelivered (crossed). There was no consequence to the pt.